Manufacturer narrative:
Continuation of medical devices: product ID 693565 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was there was far field r-wave (ffrw) and small p-wave measured on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.